Manufacturer narrative:
H10: additional narratives. Updated b5 and b7 per new information received. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors, and is not usually an indication of a device malfunction.

Event description:
Edwards received information via a clinical trial that a patient with an 11000a 27mm implanted in pulmonary position developed central/transvalvular +4 regurgitation after an implant duration of 1 year, 1 month. The patient has been evaluated for a valve-in-valve procedure due to +4 severe transvalvular leak. At 3.5-year-follow-up visit, echo showed moderate pulmonary regurgitation and mild stenosis. At 5-year-follow-up visit, echo showed moderate pulmonary regurgitation and moderate stenosis. As reported, the patient currently presents with dilated right ventricle. Per source documents on pod #5 the echo showed very mild stenosis and mild regurgitation. At the 2-year follow-up visit the echo showed mild stenosis and moderate regurgitation. Patient was to be followed up.

Manufacturer narrative:
H10: additional narratives. Updated h6 per new information received.

Manufacturer narrative:
H10: additional manufacturer narrative updated b5 and h6 per new information received.

Event description:
Edwards received information via a clinical trial that a patient with a 27mm valve implanted in pulmonary position developed central/transvalvular +4 regurgitation after an implant duration of 1 year, 1 month. The patient has been evaluated for a valve-in-valve procedure due to +4 severe transvalvular leak. At 3.5-year-follow-up visit, echo showed moderate pulmonary regurgitation and mild stenosis. As reported, the patient currently presents with dilated right ventricle. Per source documents on pod #5 the echo showed very mild stenosis and mild regurgitation. At the 2-year follow-up visit the echo showed mild stenosis and moderate regurgitation. Patient was to be followed up.

Manufacturer narrative:
Regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation. Regurgitation is most commonly related to patient factors, and is not usually an indication of a device malfunction. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information via a clinical trial that a patient with a 27mm valve implanted in pulmonary position developed central/transvalvular +4 regurgitation after an implant duration of 1 year, 1 month. The patient has been evaluated for a valve-in-valve procedure due to +4 severe transvalvular leak. As reported, the patient currently presents with dilated right ventricle. Per source documents on pod #5 the echo showed very mild stenosis and mild regurgitation. At the 2-year follow-up visit the echo showed mild stenosis and moderate regurgitation. Patient was to be followed up.